Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the outer race of the bearing was stuck inside the slide sleeve and making a loud grinding noise, the clamps were worn and would not hold the smallest k-wire, the bearing broke off the cone sleeve which caused metal shavings and loud noise when running. It was further determined that the device failed pretest for self-holding, clamping range, and gripping power and function. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the quick coupling device was making loud, abnormal sounds. During service and repair of the device, it was observed that the bearing broke off the cone sleeve causing metal shavings and loud noise when running. There was no human patient involvement reported as this was a veterinary procedure. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.